Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "batteries had to be removed" was confirmed during product evaluation. The main batteries and battery harness were replaced to correct this condition. The root cause is still under investigation. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "batteries had to be removed." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The event occurred in the chronic care department. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury. The reported condition of "batteries had to be removed" was determined to be an additional description to the original reported issue by the customer for an "air detection alarm" which is addressed in medwatch manufacturer report number 6000001-2012-02986.